Event description:
A consumer reports that after having intraocular lens (iol) implant surgery her vision was very nearsighted in her left eye. In a follow up, the surgeon reports the outcome of event and prognosis for the pt as "good".

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Add'l info requested by fax and mail on 08/07/2008 and by phone on 08/07/2008, 08/08/2008 and 08/11/2008. A completed questionnaire was received on 08/13/2008.